Event description:
It was reported a merlin transmission revealed inappropriate ams episodes due to far field r-wave oversensing on the atrial lead. The patient was asymptomatic. Programming changes were made and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.